Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has wire broken as part of overall visual revision. The unit returned without the sheath, only the protection wire was returned cut at 31.5cm from the distal tip, also it is kink at 23.5cm from the distal tip end, additionally the distal tip is damage (stretched and bent). The outer diameter dimensions were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00746. Reportable based on analysis completed on 30-jan-2018. It was reported that crossing difficulties were encountered and tip damage occurred. The target lesion was located in the severely calcified carotid artery. Following pre-dilatation with a 2mm and 4mm balloon catheter, a 3.5-5.5 190cm filterwire ez¿ was advance but failed to cross the lesion. It was also noted that the device tip was damaged. Another of the same filterwire ez¿ crossed the lesion then a 10.0-31 carotid wallstent¿ was advanced but failed to cross the lesion. The procedure was not completed due to the unavailability of the same stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed guidewire removal difficulty.